Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels and chest pain. The customer stated that she experienced chest pain after treating her high blood glucose levels. The reported blood glucose reading at the time of the call was 133 mg/dl. It was also stated that the insulin pump had a crack on the case. Nothing further was reported.